Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had no/poor telemetry with recharging. The patient stated that they were unable to charge their ins as when they connected their recharger (insr) during the call they got the reposition antenna screen. The patient stated that the insr battery was blinking and was full, but when the patient hit the green button to start the ins charge, they indicated that they were seeing the reposition antenna screen. The meaning of this screen was reviewed. Patient services then inquired about the patient¿s programmer (pp) and the patient tried to connect to their device with their pp. The patient was getting poor communication with and without the pp antenna. The meaning of this screen was reviewed. It was reported that the last time they were able to successfully charge their device was about seven weeks ago (2017). They indicated the reason for not charging was due to the patient having trouble with the ins. The patient further clarified that they had met with a rep a couple of months ago and the patient was reprogrammed because the stimulation wasn¿t getting to the correct areas. The patient stated that the rep wasn¿t able to get the stimulation in the right areas for the patient. It was reported that it had been about 5 months already that the stimulation was not in the correct areas (2017). The patient stated that after they met with the rep the patient had been trying to charge their ins and the patient was unable to charge it. They stated that they would sit forever trying to charge it. They stated that their healthcare provider (hcp) was thinking of removing the ins and putting in a ¿different one¿. The patient stated that their current hcp didn¿t work with the device. The patient had also mentioned that they fell three times a couple of months ago and the patient had hit their stimulator. It was confirmed that the fall was not related to their device. The patient was redirected to their hcp to address their suspected overdischarge and to get their device checked. No further complications were reported/anticipated.